Event description:
Four years postoperatively, the valve was explanted due to paravalvular leak and was replaced with a 21ahp-105. In addition, the patient underwent closure of a sinus of valsalva fistula to the right atrium, mitral valve replacement and tricuspid valve repair. The surgeon stated he was not sure if the paravalvular leak was related to the patient's history of endocarditis. Additional information will be requested.